Manufacturer narrative:
Device history review: the device history record was reviewed and rework was found on p/n 338.31 lot 5621561 for residue in ID. The residue was removed and the parts were inspected and passed. This rework is not relevant to the complaint condition because the issue is visual. No issues were found during manufacture that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product returned for manufacturer review/investigation on (B)(4) 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the facility¿s sterile processing department to the sales consultant that the dynamic hip system coupling screw was broken. There was no patient involvement. Any specifics of exactly what was broken are unknown and there is no additional information at this time. No surgical time delay and/or no surgical intervention. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product design evaluation was performed for the subject device. The coupling screw is utilized in the lcp dynamic helical hip system (j5262-f) and dhs/dcs dynamic hip and condylar screw system (j3045-g) to aid in the insertion of a lag screw. One coupling screw (part 338.31, lot 5621561) was returned with the complaint that: ¿the dhs coupling screw was broken.¿ upon receipt of this device it was seen that distal threading broke off from the device and was not returned. This complaint is confirmed. The most recent drawings for this part were reviewed as well as those to which the device was manufactured changes made following the manufacture of this lot included the material change to ss 304 which has greater yield strength. The design and finishing process were determined to be adequate for the intended use of this device. Given the complaint description and the state of the returned device, it is likely that excessive off-axis force was applied to the device during disassembly to cause this breakage, also given the age of this device and as it is a multi-use instrument the fracture location may have been weakened over time. The root cause is most plausibly the application of off-axis force combined with the age of this device. More recent lots of this device are manufactured from a material with greater yield strength. The design of this device has been changed since the release of this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.